Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('surgery three times, also spent days and days in the hospital, inflated like a balloon') and ovarian neoplasm ('it caused a 14-cm diameter that rotted my ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria hospitalization and intervention required) and was found to have ovarian neoplasm (seriousness criterion hospitalization). The patient was treated with surgery (ovariectomy unilateral and surgery three times - uterus and fallopian tubes were removed). Essure was removed. At the time of the report, the abdominal distension and ovarian neoplasm outcome was unknown. The reporter considered abdominal distension and ovarian neoplasm to be related to essure. The reporter commented: initially patient posted on (B)(6): another person affected by essure here. I have had my fallopian tubes and an ovary removed because it caused a 14-cm diameter tumour that rotted my ovary. I had them for 8 months. And from day one my life was hell. I also spent days and days in the hospital, inflated like a balloon. In follow up, the patient told about her outcome due to essure. She had to undergo surgery three times and her uterus and fallopian tubes had been removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('surgery three times, also spent days and days in the hospital, inflated like a balloon') and ovarian neoplasm ('it caused a 14-cm diameter that rotted my ovary') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria hospitalization and intervention required) and was found to have ovarian neoplasm (seriousness criterion hospitalization). The patient was treated with surgery (ovariectomy unilateral and surgery three times - uterus and fallopian tubes were removed). Essure was removed. At the time of the report, the abdominal distension and ovarian neoplasm outcome was unknown. The reporter considered abdominal distension and ovarian neoplasm to be related to essure. The reporter commented: initially patient posted on facebook: another person affected by essure here. I have had my fallopian tubes and an ovary removed because it caused a 14-cm diameter tumour that rotted my ovary. I had them for 8 months. And from day one my life was hell. I also spent days and days in the hospital, inflated like a balloon. In follow up, the patient told about her outcome due to essure. She had to undergo surgery three times and her uterus and fallopian tubes had been removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.